Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additional information was received 7 months later that during a routine in clinic follow up, increased threshold measurements were observed and pacing impedance measurements were noted to be stable at 564 ohms. Noise was able to be produced with patient isometrics, however, no out of range pacing impedance measurements were produced. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. Additional information was received that an x-ray was performed and sent to the physician for review, however, the results are not known. No adverse patient effects were reported. This product remains implanted and in service.